Manufacturer narrative:
Evaluation summary:the reported condition of failure code 810:04 was confirmed. The reported condition was due to an out of range air-in-line printed circuit board. The air-in-line printed circuit board was recalibrated and verified to correct the reported condition. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)

Event description:
On august 5, 2009 the facility's biomedical engineer reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which failure code 810:04 occurred during use. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as remediated.